Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customers allegation. Result e4 were found in the history. The occlusion limits were tested successfully. The e4 occurs (occlusion) if the force, measured by the force sensor, is too high. The piston rod of the pump was tested on the diagnostic test system and meets the specifications. The problem mentioned by the customer could not be reproduced.

Event description:
Patient's mother reported the patient has been experiencing elevated blood glucose levels lately. No exact reading was provided. Patient's normal blood glucose level was not provided. Treatment received was not provided. Company representative has checked the infusion device and found the piston does not dispense insulin properly. Mother stated the infusion device displayed an e4 (occlusion) error message. Mother reported the patient has changed the infusion set but the problem persisted. Mother stated the piston does not push insulin correctly. Mother reported the patient has not been hospitalized but went there to meet with the company representative to check the problem. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.